Manufacturer narrative:
Product analysis:visually confirmed approximately ~2mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with misuse due to torsional overload, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, tip of the driver broke while trying to tighten down the set screw on the crosslink. Tip of driver is still inside of the patient. There were no patient complications reported due to this event.